Manufacturer narrative:
This event was initially assessed as FDA MDR reportable based on a conservative assessment that this event met the criteria of an MDR 'malfunction report'. Following the submission of the initial report the risk of this event and failure mode was evaluated resulting in a low risk rating for this event and failure mode. It may be noted also that no injury to the patient has been reported as a result of this event. It is also noted that a reporting malfunction precedence does not exist for this failure mode. Based on the risk assessment carried out relating to this event - this event is no longer FDA MDR reportable and does not meet the criteria of an FDA MDR 'malfunction' report as per FDA guidelines ¿medical device reporting for manufacturers¿. Note method, results and conclusion codes not applicable due to this re-assessment.

Event description:
This event was initially assessed as FDA MDR reportable based on a conservative assessment that this event met the criteria of an MDR 'malfunction report'. Following the submission of the initial report the risk of this event and failure mode was evaluated resulting in a low risk rating for this event and failure mode. It may be noted also that no injury to the patient has been reported as a result of this event. It is also noted that a reporting malfunction precedence does not exist for this failure mode. Based on the risk assessment carried out relating to this event - this event is no longer FDA MDR reportable and does not meet the criteria of an FDA MDR 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers'.

Manufacturer narrative:
Information has currently being requested. Investigation in process.

Event description:
The sheath adjuster screw would not tighten and kept slipping during the procedure so the device was replaced to complete the procedure.